Manufacturer narrative:
Records indicate this device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that at the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD) telemetry difficulty was experienced. Troubleshooting was performed which resolved the telemetry difficulties. No adverse patient effects were reported.